Event description:
Information received by medtronic indicated that, customer alleged loss of communication between insulin pump and transmitter. Customer also reported damage to transmitter case and cannot find sensor signal alarm. No harm requiring medical intervention was reported. Troubleshooting was performed, and the issue could not be resolved. It was unknown that, customer will continue use of the device or not and the transmitter will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.